Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. E1- additional address: (B)(6). G4 - PMA/510(k) # exempt h3: device evaluation anticipated, but not yet begun. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, a ncircle tipless stone extractor was used during an unspecified biliary tract procedure when the basket was unable to hold the target stone. The device was removed and replaced with a new unspecified extractor device, after which the procedure was completed successfully. No portion of the device remained inside the patient. The patient did not require any additional procedures and experienced no adverse effects related to this occurrence. Video supplied by the reporter appeared to show the basket to be misshapen.